Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was deployed, it popped out of the ascending aorta near the aortic arch. It also was reported that the patient was hyperdynamic and septal hypertrophy was noted. A snare was put in place to hold the valve in place. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.